Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B) (4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. Note meter found with no battery inside. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The ICU experienced several episodes of the hypothermia blankets leaking. Most of the blankets were the top blanket some were bottom blankets. The leak was large on some of the episodes resulting in the whole bed being changed.health professional's impression:the nurses feel it was a defect in the blanket.manufacturer response for kit,hypothermia blanket, kool kit:manufacturer felt this was user error but there has been no rhyme or reason to the blankets springing a leak. It has been the vest both top and bottom as well as the blanket. It has been at all different times, when initiating, midway through and at the end. Blankets should last 68-72 hours but are lasting anywhere from 12-48 hours. The nurses had an inservice by the rep, so they know how to use the device.